Event description:
A male patient with history of bicuspid aortic valve disease status post ross procedure with resulting stenotic pulmonary homograft admitted for transcatheter pulmonary valve replacement. Balloon sizing of the pulmonary artery with dyna CT performed with a 30 mm x 5 cm numed percutaneous transluminal sizing (pts) sizing balloon. Balloon was advanced into the right ventricular outflow tract (rvot) and main pulmonary artery and inflated under rapid pacing. The balloon ruptured at low pressure requiring removal of 16f sheath and replacement with a 16f short cook sheath and the balloon was successfully retrieved. The procedure was aborted and rescheduled.